Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-03635. It was reported the patient experienced ineffective stimulation as the patient was unable to increase amplitude. System diagnostics determined high impedances on the leads. Surgical intervention may be taken at a later to address the issue.